Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be reproduced during evaluation. The device was evaluated upon receipt. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that arctic sun device had alert 113 at least 4 times. They calling to check device was cooling patient correctly. Patient temperature (pt) 36.8c, target temperature (tt) 36.5c, water temperature (wt) 36c, water flow rate (wfr) 3.5 l/m and 4 pads connected. Noted device appears to be warming patient appropriately. The device may not have been cooling earlier. Tried to walk through accessing system diagnostics: outlet monitor temperature (t1) 35.8c, outlet control temperature (t2) 35.7c, inlet temperature (t3) 35.9c, chiller temperature (t4) 13.5c, water flow rate (wfr) 3.5 l/m, inlet pressure (ip) -7psi, circulation pump command (cpc) 80%, mixing pump command (mpc) 0 heater 100%, water reservoir level (wrl) 5 system hours 3865.8. Advised to swap out device and send to biomed for evaluation sn: (B)(6). Biomed was running a functional check and noticed water dripping near the power inlet module and it also wasn't heating, 12 minutes went by and the device only heated to 14 degrees , they were going to drain it and refill to see if it was overfilled by the user and note that the device has 3915 system hours 2nd update 4/12 device was overfilled but still was only able to heat to 25 degrees, device was due for the 2000 hour pm and would be sending biomed information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated that arctic sun device had alert 113 at least 4 times. They calling to check device was cooling patient correctly. Patient temperature(pt) 36.8c, target temperature(tt) 36.5c, water temperature(wt) 36c, water flow rate(wfr) 3.5 l/m and 4 pads connected. Noted device appears to be warming patient appropriately. The device may not have been cooling earlier. Tried to walk through accessing system diagnostics: t1 35.8c, t2 35.7c, t3 35.9c, t4 13.5c, water flow rate(wfr) 3.5 l/m, inlet pressure(ip) -7psi, circulation pump command(cpc) 80%, mixing pump command(mpc) 0 heater 100%, water reservoir level(wrl) 5 system hours 3865.8. Advised to swap out device and send to biomed for evaluation sn: dyezal006. Biomed was running a functional check and noticed water dripping near the power inlet module and it also wasn't heating, 12 minutes went by and the device only heated to 14 degrees, they were going to drain it and refill to see if it was overfilled by the user and note that the device has 3915 system hours 2nd update 4/12 device was overfilled but still was only able to heat to 25 degrees, device was due for the 2000 hour pm and would be sending biomed information.